Manufacturer narrative:
(B)(4). Date sent: 2/5/2024 additional information received: adverse event term : worsening dysphagia requiring treatment : worsening dysphagia/odynophagia requiring treatment.

Manufacturer narrative:
Pc-(B)(4). Date sent: 1/2/2024. B3: only event year known: 2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 27613, and no related nonconformances were identified. Additional information received: patient identifier: (B)(6). University of south alabama. Sex: female. Age (at time of consent): 54 years. Start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 27613. Date of surgery: (B)(6) 2023 adverse event term: odynophagia. Site awareness date: (B)(6) 2023. End date: (B)(6) 2023. Severity: mild. Is the adverse event serious?: no. Relationship to study device: unlikely. Drug therapy: yes. Outcome: recovered/resolved. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study?: no. Alert date: (B)(6) 2023. Date of explant: (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 27613. Date of implant: (B)(6) 2023. Patient details patient identifier: (B)(6). Sex: female. Age (at time of consent): 54 years. Additional event details was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant?: (check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: no if other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no describe any notable observations during the explant procedure: "moderate amount of adhesions between the left lobe of the liver over the anterior stomach and the previously placed linx device was found to have in proper position and encapsulated with a thick scar". Start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 27613. Date of surgery: (B)(6) 2023. Adverse event term: worsening dysphagia requiring treatment. Patient details patient identifier: (B)(6). Sex: female. Age (at time of consent): 54 years. Additional event details. Site awareness date: 16 oct 2023. End date: 28 oct 2023. Severity: mild. Is the adverse event serious?: no. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation?: blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: yes. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study?: no. Log line 2 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank n/a. Doe (B)(6) 2023. Linx explant procedure performed on (B)(6) 2023 due to continued gerds symptoms. Device removed for medical reason. Explant laparoscopic. "Moderate amount of adhesions between the left lobe of the liver over the anterior stomach and the previously placed linx device was found to have in proper position and encapsulated with a thick scar". Was the linx explant a result of an adverse event per protocol definitions?: no. Continued gerd symptom: yes. Relationship to study device: unlikely. Relationship to primary study procedure: not related. Drug therapy: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, odynophagia. Relationship to study device: unlikely.

Manufacturer narrative:
(B)(4). Date sent; 1/3/2024. Additional information received: 01346-009 explant update. Was the linx explant a result of an adverse event per protocol definitions?: no, yes. 01346-009 explant update (1). If yes, choose the primary ae log line, start date and term: blank: #002 2023-worsening dysphagia requiring treatment. 01346-009 explant update (2). Continued gerd symptom: yes, no. Moderate amount of adhesions between the left lobe of the liver over the anterior stomach and the previously placed linx device was found to have in proper position and encapsulated with a thick scar". Was the linx explant a result of an adverse event per protocol definitions? : no: yes continued gerd symptom: yes. If yes, choose the primary ae log line, start date and term: : blank : #002 09oct2023-worsening dysphagia requiring treatment.

Manufacturer narrative:
(B)(4). Additional information received: severity : mild - severe.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information: relationship to study device: unlikely => not related.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information received: end date: 28 oct 2023: 26 oct 2023. Diagnostic imaging: no: yes. Drug therapy (prescription): no: yes. Awareness date: 09 oct 2023: 17 may 2023. Adverse event term: worsening dysphagia/odynophagia requiring treatment: dysphagia/odynophagia.